Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was 600 mg/dl. The customer treated her blood glucose level with a manual injection. The basal rates were programmed inaccurately. The high pressure test passed. The customer was advised that they may have to perform the test again because the tubing was leaking at the end of the cannula. The customer's blood glucose level dropped to 56 mg/dl and treated it with candy. The device was not returned.